Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading indicating possible device malfunction. It was also reported that the patient did not feel stimulation after parameter increase. The patient has reportedly not experienced any impact or trauma to either the lead or generator site. Review of x-rays revealed that the lead connetor pin does not appear to be fully inserted into the generator connector block. Lead impedance at time of implant surgery is indicated as "ok", revision surgery is scheduled.